Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 9.5 years post initial procedure, a type 3b endoleak was identified during a routine follow up. The patient was reported as stable and the physician is planning to perform an open procedure.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 3b endoleak (of the proximal extension) is confirmed per CT (computed tomography) scan dated (B)(6) 2022. The reported additional endovascular procedure on (B)(6) 2022 is also confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest the following occurred that was not included in the event as reported: patient had an additional endovascular procedure on (B)(6) 2022 with a fenestrated graft (off-label concomitant product use), however returned one day post discharge with abdominal pain and diarrhea; planned step procedure for (B)(6) 2022 was completed by ileorenal bypass, implant of an afx vela infrarenal and coiling (off-label concomitant product use of a vela stent graft to cover the fenestrations); return to operating room on (B)(6) 2022 for intraabdominal bleeding and in critical condition; and patient death on (B)(6) 2022. These findings were discovered during an examination of operative reports dated (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022, and discharge summary dated (B)(6) 2022, respectively. The most likely causation for the reported type 3b endoleak is device-related due to the use of strata material. The most likely causation for the patient death is procedure-related due to the re-intervention on (B)(6) 2022. A potential contributing factor was the aneurysmal aortic neck, which was off-label for a vela proximal extension due to maximum diameter of 51mm. The procedure-related harms for this event include abnormal blood loss, hemodynamic instability, respiratory and renal failure, an additional surgical procedure and death. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata corrections: b2 outcomes attributed to ae. H6 health effect - impact code; remove 4614. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 9.5 years post initial procedure, a type 3b endoleak was identified during a routine follow up. The patient was reported as stable and the physician is planning to perform an open procedure. Additional information: the physician elected to treat the patient by attempting to implant a cook (non-endologix) zenith fenestrated graft on (B)(6) 2022, but reportedly encountered issues and returned on (B)(6) 2022 complaining of abdominal pain and diarrhea. The physician then performed an ileorenal bypass and the patient was treated with an infrarenal stent graft extension and coils on (B)(6) 2022. Patient returned to the operating room on (B)(6) 2022 in critical condition with intraabdominal bleeding. Another day later on (B)(6) 2022, the patient passed away.